Event description:
Customer's mother reported a hospitalization due to high blood glucose and high ketones. The insulin pump alarmed no delivery. Customer was treated with manual injection. Diagnosed diabetes ketoacidosis. Customer's mother stated that the blood glucose value was high but did not provide a measurement. Customer unable to lower the blood glucose level. The insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.